Manufacturer narrative:
Additional information received on (B)(6) 2016 from the customer: on (B)(6) 2015, a (B)(6) year old male underwent a deep brain stimulator lead placement. The problem with the trunion ring occurred during positioning of the patient. The surgery was delayed about 45 minutes while a new mayfield was found and applied. There was no patient adverse consequence as a result of the surgery delay. Evaluation of complaint related device is in progress.

Event description:
The initial MDR was sent under facility establishment integra (B)(4)., manufacturer report number 1222895-2015-00051. The correct facility establishment is integra lifesciences corporation oh/USA. Hence, this follow up MDR is being sent as a correction on the facility establishment.